Event description:
315 days after implantation of a 2.5x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 75% with timi grade iii flow was reported. A 2.75x32 mm taxus drug eluting stent was deployed. A post-interventional residual stenosis of 0% and timi grade iii flow was reported.the patient received angiomax during the procedure.no information concerning vessel calcification or tortousity was reported.the patient was reportedly in "excellent condition". The patient presented 315 days after the initial procedure with a 95% in-stnet restenosis in the mid lad. Following dilation with a 2.5x2.o mm maverick balloon, a 2.75x22 mm taxus stent was deployed.the stent was post-dilated with a 2.75x20 mm taxus balloon. A post-interventional residual stenosis was not reported.the patient received reopro during the procedure. After the procedure the patient was continued on plavix, aspirin, coreg, norvasc, and diovan hctz. No information concerning patient complications was reported.